Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the physician scoped the patient and caused an urethral tear. There were no device malfunctions associated with the explanted aus. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received. The patient received an urethral tear during a scoping procedure. The physician decided to move the cuff so it would not erode, and replaced everything to minimize the infection risk. No more information available at the moment. Should additional information become available, it will be provided.